Event description:
It was reported by service report that the brakes would not engage due to jammed pedals on both sides. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: broken foot-end brake crank assembly.